Manufacturer narrative:
Pump received with button error alarm and no down arrow button response due to corroded keypad traces. Unable to perform the displacement test or verify scrolling numbers due to no button response. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window, and cracked reservoir tube. (B)(4).

Event description:
Customer reported via phone call that the up arrow button was not responding and numbers continued to scroll when pressed. Customer attempted to change the battery and received a button error alarm. Customer's blood glucose was 96 mg/dl. Customer was advised that insulin pump would need to be replaced.